Manufacturer narrative:
(B)(4), lens choked on inserter sponge. (B)(4).

Event description:
The reporter stated the surgeon attempted to insert a 11.5mm icm115v4 implantable collamer lens but the lens choked on the inserter sponge and the icl ruptured. There was no pt injury.